Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had burning sensation where the ins was placed. Patient stated that only happened when sitting or lying down. Patient stated during bowel movement patient could feel vibration and couldn¿t have a bowel movement. Patient then lowered the stimulation and pretty soon was able to have bowel movement. No further symptoms reported. No further complications reported/anticipated.